Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently started fill tubing again instead of filling the cannula. Customer was unsure if they were connected for the full 12 units on the second fill tubing. Customer acknowledges user error, and that there was no device malfunction. Customer was treated at the ER , and had a blood glucose (bg) level of 141 mg/dl at arrival, bg level went down to 126 mg/dl when they left the ER. Customer was told by ER staff to monitor and adjust bg levels by manual injects, customer was not on pump during their ER visit. Tandem technical support followed up with customer regarding ER visit, customer stated that bgs were stabilized and brought back to target and that customer is doing better.